Event description:
It was reported during an unknown procedure the surgeon used several tsw35 instruments and there were not enough tsw35 reloads available. The staff then loaded an ez35 reload into the tsw35. No instruments were saved to return. The rep had inserviced the entire nursing staff about the product code of the device and reloads. The hospital staff would not release additional information about the case. There was no consequence to the patient. Rpo 01/10/97. The device did not fire when reloaded with the wrong reload. 03/06/97 1045 surgeon responded. He stated the problem seemed to be with the staff at the hospital not realizing the reloads were not interchangeable. He believes all of the old reloads have been removed from the or.